Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine follow-up appointment it was identified that this right ventricular (rv) lead was not capturing. Intrinsic r-waves amplitudes were also low. A chest x-ray confirmed the lead dislodged. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.